Event description:
Vague report of a "fast flow" infusion having occurred with 5 fu. "Solution infused in 24 h instead of 48h." Report indicates patient experienced nausea and was checked by their personal physician who instructed the patient to go to the e.r. An "ECG" was performed and was normal after which the patient was sent home with no medical treatment required.